Event description:
During a cataract extraction, the irrigation sleeve collapsed on the needle causing a loss of irrigation in the eye. The capsule broke and a vitrectomy was performed. The sleeve was replaced and the procedure was successfully completed with no further problems.